Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. Furthermore, there was no image due to faulty video cable socket. Based on the results of the investigation, the root cause could not be identified. However, it is likely the event occurred due to failure of the output connector and micro switch. It is presumed that the lamp does not turn on due to the failure of the output connector and the microswitch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system lamp socket failure showed that the lamp did not light up and a lamp b error occurred. The issue occurred during preparation for a diagnostic ear, nose and throat procedure that was completed using a similar device. There were no reports of patient harm.